Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.5x12mm trek rx balloon dilatation catheter (bdc) was used, however, the balloon failed to deflate. The device was ultimately withdrawn deflated. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device which identified that the inner and outer member were separated distal to the guidewire exit notch. The account was not aware of the separation. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. However, possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Returned device analysis noted a tear on the outer member distal to the proximal balloon marker. In this case, it is possible that the noted tear contributed to the reported failure to deflate; however, since limited information was provided, it is unknown when the damage occurred. A conclusive cause for the reported complaint could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.